Manufacturer narrative:
Date of event: corrected data: this date was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was reported that the vns patient¿s device was explanted due to lack of efficacy. The explanted products were returned to the manufacturer for analysis. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. A review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. This condition has been previously investigation and was found to be due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba) during the production of the device. As a result of this inaccuracy, the voltage measurements performed by the generator are lower than the actual voltage of the battery as observed in patient programming history. It should be noted that this issue does not impact the ability of the device to deliver therapeutic stimulation. A safety alert was submitted and acknowledged by the patient¿s treating vns therapy physician (recall number: z-0005-2012). Other than the noted event, there were no performance or any other type of adverse conditions found with the pulse generator. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.